Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer who is a healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was cracked following placement. Lens was broken into pieces during process to remove defective lens. Patient was waiting for appointment to determine that all defective lens pieces were removed from eye. Additional information has been received stating symptoms in the right eye were reported as reduced visual acuity, excess fluid in the right eye and excess floaters. An ultrasound of the right eye was scheduled to determine if all the pieces of the broken lens have been removed from the right eye. Current prescription was nacl 5 percentage eye drops in right eye four times a day. Additional information has been received stating iol material would break off, surgeon had to enlarge incision to remove material not as tough as other model of company lens. Procedure was completed on the same day. Surgeon's opinion, possibly lens material more brittle or possibly company injector was related. Harm was unknown at the time of reporting, and corneal edema was resolving. Patient issues were not resolved. Surgeon's prognosis was reported as likely good.